Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive motor errors and a button error. Customer's blood glucose was 185 mg/dl at the time of incident. Troubleshooting could not be completed due to the button error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to flattened and creased escape and act buttons dome switches. No unlocked lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify excessive no delivery alarm due to unresponsive button. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip.